Event description:
Edwards received information that an aortic bioprosthetic valve necessitated valve-in-valve (viv) intervention due to aortic stenosis after an implant duration of five (5) years and (5) months. There were no adverse events reported following re-op.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without receipt of the device no conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.